Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the shaft cracked when clamping the clip. A clip did fall into patient, but it was taken out. They are not sure for 100% if there was anything left. The device was tested prior to use and no force was applied.

Event description:
It was reported that the shaft cracked when clamping the clip. A clip did fall into patient, but it was taken out. They are not sure for 100% if there was anything left. The device was tested prior to use and no force was applied.

Manufacturer narrative:
(B)(4). Upon review of the device history records for the affected lot number , we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. During visual and functional examination , we found the following: pull rod bent/deformed on proximal end and broken at the distal end due to excessive force applied to the handle. The root cause is determined to be excessive force due to the handling during use. No further action will be initiated at this time.